Event description:
The customer reported this atrial lead was capped due to low p-wave sensing. No measurements were provided. A new lead was successfully implanted. The lead was actively implanted for approx 8 years, 2 months.

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.